Manufacturer narrative:
The returned sensor was evaluated. The sensor passed visual inspection and continuity testing. The sensor was able to obtain spo2 readings continuously without any intermittent readings being observed. The sensor was determined to be functioning as designed. Of the 13 returned concomitant cables: - 9 cables were found to be physically damaged. This resulted in an error message being displayed and the lab monitor providing an audible and visual alarm for 7 of the 9 cables. Continuity and functionality testing could not be conducted on the remaining 2 cables as the damage prevented the cables from being able to connect to the lab tester/module. - 1 cable was found to have chemical residue on and around the pogo pins. The residue did not impact the functionality of the cable - 3 cables passed visual inspection and continuity testing. The cables were determined to be functioning as designed. Health effect impact code: no adverse event, no patient impact. Submission was delayed due to masimo identifying unauthorized activity on the company¿s on-premises network. Upon detection, masimo activated its incident response protocol and incident containment measures including proactively isolating impacted systems, which resulted an inability to access our electronic complaint files preventing us from submitting mdrs on time.

Event description:
The customer reported experiencing "dropouts and readings coming in and out" with the cables and sensor.. There was no patient impact or consequence reported.